Manufacturer narrative:
Product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was damaged during surgical intervention, confirmed visually by a small cut on the lead and blood inside the insulation. This lead was explanted and replaced. No additional averse patient effects.